Manufacturer narrative:
In the case description, the user reports the pdm meal calculator was incorrect and was calculating a bolus amount that was not enough for the amount of carbs inputted. The user is reporting an bolus calculator issue that occurred on (B)(6) 2020. Pdm last day of use was (B)(6) 2021. The bolus calculator information from the data of occurrence could not be determined/viewed due to the android log files being overwritten. Investigation verified bolus calculations from after the data of occurrence that were viewable in the android log files. These calculations were found to be accurate based on the user's settings. During investigation, the device was paired with a pod and the bolus calculator was tested by inputting a carb value, a high bg reading, and a combination of a carb value and high bg reading. All calculations were found to be accurate based on the user settings. Although no issues were observed to the bolus calculator during investigation, the calculations from the date of occurrence could not be viewed and the cause of the reported event could not be determined.d4 - lot no changed from blank to l000209. D4 - serial no changed from blank to (B)(6). D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4).h4 - device mfg date changed from blank to 12/23/2019.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance , due to low blood glucose (bg) levels (readings unknown). The omnipod personal diabetes manager (pdm) bolus calculator was not functioning correctly and the patient ended up delivering more insulin than needed. At the hospital, the patient was administered glucogel and dextrocell as treatment.